Event description:
It was also initially reported on the return product form, prior to the initial MDR submission, that the screen was freezing while trying to interrogate and change settings. However, product analysis was performed on both the handheld and software and found no anomalies. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Report source, corrected data: follow-up report #1 inadvertently did not indicate when the new information came from. Company representative and user facility should have been marked. Date received by manufacturer (mo/day/yr), corrected data: follow-up report #1 inadvertently did not include the date the information was received by the manufacturer. The date listed should have been (B)(4) 2013.

Manufacturer narrative:
Type of device, corrected data: initial MDR inadvertently listed wrong device type. Device manufacture date, corrected data: initial MDR inadvertently listed the manufacture date for the incorrect suspect medical device.

Event description:
On (B)(6) 2013, it was reported that the programming system was working properly in the morning when a patient was seen; however, when trying to review the past data on the handheld, the screen froze. A hard reset was performed, but upon rebooting the device, the software became stuck in the align screen loop. Another hard reset did not resolve the issue. The physician attempted to clean the screen and remove any debris stuck in the sides; however, the problem still persisted. The handheld was returned to the manufacturer and a new one was shipped out for the physician. Review of the hhd device history records confirmed all quality tests were passed prior to distribution. No additional information has been provided.